Event description:
A customer reported that the quick bolus/wake button on their pump was difficult to press and often required multiple presses to activate the screen. Despite this issue, there was no adverse impact on the customer's blood glucose levels. The customer was advised to remove the pump case and instructed on how to press the button properly, but the problem persisted, leading technical support to decide on replacing the pump. The customer was informed about using their current pump as backup therapy and was guided on how to put the pump into storage mode before returning it.